Manufacturer narrative:
Since no product was returned, extended investigation was performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's were reviewed for the freestyle lite meter and freestyle strips. The DHR's showed the freestyle lite meter and freestyle strips passed all tests prior to release. At the time of this review, the strip lot associated with this case was outside its expiration date of 31 jul 2017; therefore, retain testing of the strip lot was not able to be performed. A tripped trend review was completed and showed no trips for the reported complaint and freestyle lite meters. There were no tripped trends for the reported complaint and freestyle test strips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A pharmacist calling on behalf of a customer reported his adc blood glucose meter was giving ¿way high¿ unspecified readings. Caller further reported that on (B)(6) 2017 customer was experiencing a ¿headache¿ so he was brought to the hospital by his daughter. At the hospital blood was drawn for laboratory analysis and a blood glucose reading between 36-44 mg/dl was received. Customer was hospitalized for ¿a few days¿. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The information documented in section e is the customer¿s information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist calling on behalf of a customer reported his adc blood glucose meter was giving ¿way high¿ unspecified readings. Caller further reported that on (B)(6) 2017 customer was experiencing a ¿headache¿ so he was brought to the hospital by his daughter. At the hospital blood was drawn for laboratory analysis and a blood glucose reading between 36-44 mg/dl was received. Customer was hospitalized for ¿a few days¿. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.